Event description:
During a meniscus repair utilizing a twinfix ti 2.8 ultrabraid, it was reported that the anchor would not disengage from the inserter and deploy. Additional information received on (B)(4) 2014 indicated that a new site was prepared and a back-up twinfix ti 2.8 ultrabraid was inserted, leaving the initial site empty. The patient¿s bone quality was reported as soft. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one twinfix ti 2.8 ultrabraid was returned for evaluation of the reported complaint mode, ¿not disengaged the anchor from the shaft¿. The insertion device and anchor were received. The complaint mode was confirmed. Upon examination the anchor was slightly off axis and the anchor would not come off the insertion shaft. Although the bend was slight, it is consistent with off axis insertion. No further determinations could be made. As a result no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).